Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29apr2019. The customer troubleshot with technical support. The customer stated that the issue was addressed and did not provide any more information on what was done to address it.

Event description:
It was reported that the ventilator had a high internal o2 alarm from (B)(6) 2018 to present. No patient harm reported. Event date not specified: estimate used.